Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for albp albumin bcp (alb) on a cobas 8000 c 702 module (c702). The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. The first sample initially resulted as 145.9 g/l and repeated as 34.8 g/l. The second sample, from a (B)(6) male patient, initially resulted as 64.1 g/l and repeated as 37.9 g/l. No adverse events were alleged to have occurred with the patients. The alb reagent lot number was 14854701, with an expiration date of 30-nov-2017. The field service engineer found a hole in the rinse unit vacuum tubing. He replaced the tubing and confirmed that the analyzer was back to working within specifications. The sample value deviation indicates a carryover. An incomplete vacuum during cell cleaning could cause carryover. The issue was solved by the service actions.